Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: based on the information provided within the complaint file, there seems to exist a temporal relationship between the 2008k2 hemodialysis (hd) machine and the patient adverse event of cramping. However, the patient sustained no serious injury or illness, and the hd treatment was able to be continued and completed as scheduled. No further patient adverse effects were experienced and no medical intervention, beyond the administration of 1 bag of saline, was required.

Event description:
The user facility reported a patient adverse event that occurred as a result of the 2008k2 hemodialysis (hd) machine pulling to much fluid off the patient during a routine hemodialysis (hd) treatment. The patient complained of cramps midway through the hd therapy. Upon review of the system settings, the staff found that 2.5kg had been pulled off the patient, but the ultrafiltration (uf) goal was set to pull 0.5kg over the course of the entire hd treatment. The settings were adjusted, and then the patient continued and was able to complete the hd therapy with no further issues being reported. At the conclusion of the treatment, the patient was administered 1 bag of saline to alleviate cramping. No further patient adverse effects were experienced and no additional medical intervention was required as a result of this event. Follow-up information provided by the clinic manager revealed that the patient arrived to the user facility with a pre-weight of (B)(6) . The patient has an estimated dry weight (edw) of (B)(6) . Following the completion of treatment, and the saline administration, the patient's post hd weight was noted as being (B)(6) . Following this event, the 2008k2 hemodialysis (hd) machine was pulled for evaluation. Functional testing performed by the biomedical technician confirmed that the system was operating properly. The issue was not able to be duplicated by the biomed and no issues were observed or identified during the evaluation. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided by the user facility which revealed that the unit was removed from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The issue was not able to be duplicated by the biomed and no issues were observed or identified during the evaluation. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.